Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the ar-1319ft was received without an anchor assembled, however the device was returned out of package. The most likely cause of this failure is attributed to the mishandling of the device due to the as-received condition of the device (unpackaged).

Event description:
It was reported that the anchor on the ar-1319ft was not attached, when the new product was opened. Used a new product and the case is completed. No adverse effect on the patient.